Event description:
Sometimes no x-ray (no image) available both during fluoro and exposure. After pressing the foot pedal several times (2-6 times) the system works fine again. Problem occurs 2 times per 2-3 days.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.